Event description:
It was reported via repair work order that the left handle guard is broken and there are exposed sharp edges. The issue was resolved by replacing the guards. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.